Manufacturer narrative:
(B)(4). After battery installation, an "insert battery" message would appear on the lcd screen. This is because the battery threads are too loose to secure the battery inside the battery compartment. Unable to perform the displacement test due to the loose connection. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken battery tube threads, cracked battery tube threads, cracked case near the corner of belt clip rails, faded serial number label.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.